Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a pt incident. However, they reported that a non-erbe accessory malfunctioned and caused the reported issue. Specifically, the esu was used in a transurethral resection of bladder tumor (turbt) procedure. The generator settings were auto cut, 200 watts, effect 2 and forced coag, 120 watts. While using the unit, the karl storz monopolar cord became detached from an instrument. A burn occurred and the bladder was perforated. Therefore, a laparoscopy was performed to repair the perforation. Note: the hospital's biomedical dept check the esu's outputs and found no problems with the unit. Furthermore, they removed all of their karl storz monopolar cords from svc.

Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. The evaluation included an electrical safety check, a function check of each of the equipment's features, and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR). In conclusion, no erbe equipment problem was found that would have caused or contributed to the event. The customer is being notified of our findings. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.